Manufacturer narrative:
The insulin pump passed the displacement test; however, the unit alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The following physical damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident was 107 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.